Manufacturer narrative:
H6: health effect clinical code- 4581 - yellow haze. H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.0/3.5/070 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The surgeon notes there is a yellow haze with 6/6 vision plano/-0.25. Iop and vault is good. Lens remains implanted.